Event description:
The customer reported that the jaws would no longer open after being applied to tissue during a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. The surgeon used monopolar scissors to remove the device from the pt. There was no pt injury. The device was discarded by the site. The pt is a (B)(6) year old woman with a history of brca 1 who requested risk reductive surgery. She underwent a total laparoscopic hysterectomy and bilateral salpingooophorectomy. During the procedure, 2 ligasure devices malfunctioned. Only one of the ligasure was retained for evaluation by the manufacturer. One that was used near the uterine artery failed to release, and the surgeon had to use monopolar scissors to release the ligasure from the tissue. The other failed to release as the surgeon was taking sequential bites down the broad ligament, and also had to be cut away. There was no harm to the pt. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.